Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler functional display check failed. It was identified that the failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. The inverter board will be replaced in production during the refurbishing process. The cycler underwent and passed a pump door test and a safety clamp operation. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. The DHR search found an issue related problem to the reported complaint. Test and calibration found a blank display. The cycler was sent to rework and the inverter board was found to be bad. The front panel was replaced and sent back to test and calibration and passed. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was dark upon power up. The patient stated that the buttons on the side of the screen lit up, however the screen was dark. The patient rebooted the cycler, however the screen stayed the same. The cycler was moved to another outlet and the screen remained dark. The patient also reported that the cassette door was not closing and it required being slammed shut. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, it was confirmed that there were no issues with overfill and no injuries. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment pending delivery of the replacement cycler, thus no treatment was missed. The patient has received their replacement cycler and is continuing peritoneal dialysis therapy on the cycler without issue. The cycler was returned to the manufacturer and upon physical evaluation, it was identified that the transformer on the inverter board was burned.